Manufacturer narrative:
This report is submitted on march 2, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Additional information has been requested but has not been made available as of the date of this report.